Manufacturer narrative:
Findings: pump was received with button error alarm due to moisture damage on keypad traces. No numbers scrolling up noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 151 mg/dl. The customer was trying to bolus and number started to scroll up and would not stop. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.